Manufacturer narrative:
Updated fields - b2, b4, e1(event site postal code), g3, g6, h2, h6(investigation findings), h11 corrected fields - h1.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
At 2 pm a catheter was inserted and patient was transported to ICU at 3 pm. It was reported that cardiosave intra-aortic balloon pump (iabp) experienced gas loss alarm. However it was still used on the patient. The catheter had a tear, filled with blood and condensation. Hospital staff still kept using the equipment on the patient. Later at night the unit was switched with another cardiosave device and used the same catheter in this unit to continue pumping. Patient expired at 7:30 am in the morning.

Manufacturer narrative:
Updated : b4, g3, g6, h2, h6(medical device ¿ problem code), h11. Corrected fields - d10.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11, event site state.

Manufacturer narrative:
Updated fields - b4, d9, e1 (initial reporter, email and telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the pneumatic module assy (0997-00-1178). The fse then completed the repair successfully. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.